Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event information has been provided to date. Should additional information become available, a follow up report will be submitted. Manufacturer's report number: 1049092-2015-00074.

Event description:
The end user reported redness under mass and tape collar that is painful. Her dermatologist did a biopsy of her peristomal skin, which ruled out an allergic reaction. She was diagnosed with contact dermatitis and prescribed fluocinonide, however, she stated that it burned when she applies it so, she stopped using it. Her primary doctor prescribed an oral steroid, an oral antibiotic, nystatin powder and hydroxyzine. She reported that she is no longer taking any of these medications. However, she did mention that she has cut the white tape collar off of her skin barrier and the redness has improved 20-30 percent but, the redness under the mass is unchanged. She further reported that her stool is a loose consistency. She was recommended to try gelling and odor control sachets and if the area worsens or does not improve to call back for additional instructions.